Manufacturer narrative:
Updated fields: b4, d9, g1-contact person ¿ mfg site, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d10. At this time, despite gfes (good faith efforts), no response has been received. No service order has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during use cardiosave intra-aortic balloon pump (iabp) screen was flickering, so they switched to a another pump. There was no patient harm or injury reported.